Event description:
Customer reported that he was hospitalized for high blood glucose. At the time of troubleshooting pump did not alarm at high pressure test. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.